Event description:
Two days after guided procedure the patient returned to the surgeon office complaining of pain. A post-operative scan review showed the implant 2mm outside of the planned path. A post-operative assessment with the system's log files was completed and a system accuracy check was completed. The likely root cause for the issue was attributed to skyving of the drill bit. The surgeon removed the implant, recontoured the bone and replaced it. No further medical intervention was reported as a result of this issue. The handpiece is a standard 3rd party instrument used with yomi not manufactured by neocis.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.